Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was walking on the porch and suddenly experienced loss of consciousness. The reporter woke him up and assisted him back inside the house. The reporter gave the customer orange juice and took a fingerstick. The blood glucose reading was 47 mg/dl. The patient was not taken to a hospital or any other healthcare facility and recovered at home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient would have had difficulty moving and was feeling very sore. It was understood however that the patient had recovered from the hypoglycemic event. The reporter stated that the patient was receiving treatment and therapy because of the cgm malfunction but could not recall the name of the therapy. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.